Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that the patient underwent laminoplasty at levels c3-c6 to treat ossification of posterior longitudinal ligament . On an unknown date post-op, leakage of cerebrospinal fluid was suspected. Revision was performed to replace a plate on c4. Patient complications were reported unknown.